Event description:
The field service engineer reported a potential risk that an eluted sample disc that can adhere to the sample probe which has been seen dropped onto the microplate area may drop into an unsampled well which may cause sample contamination of the unsampled well and potentially an incorrect result.

Manufacturer narrative:
Studies will be performed at bio-rad to measure actual impact of an eluted dropped disc into an unsampled well.